Event description:
It was reported, the pt is experiencing pain at her ipg pocket site after charging. The issue started about a month ago. The pt stated, she feels soreness and pain at her sciatic nerve area where the ipg is located. The pain persists until the next day. The pt is pending a f/u with her physician and an sjm rep.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.